Event description:
It was reported that during a routine follow-up appointment this device was found to be in safety mode (vvi rate 0f 72 beats/minute and an output of 5 v at 1 ms). It was noted that the patient experienced discomfort due to the safety mode settings. The device was explanted and replaced. It was not reported that the device would be returned.